Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 546 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Customer administered insulin injections to treat bg levels; however, bg levels remained elevated and customer was later hospitalized. While in the hospital, customer was treated with intravenous insulin. Review of pump data with tandem technical support on (B)(6) 2016 revealed that the customer was not delivering boluses with the pump. Otherwise, pump was found to be performing as intended. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Customer was released from the hospital on (B)(6) 2016.